Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to defective scale marking as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe, the nurse found that the scale of the disposable arterial blood collection device was unclear. The following information was provided by the initial reporter. The customer stated: "during the blood collection process, the nurse found that the scale of the disposable arterial blood collection device was unclear. The blood collection device was replaced immediately without causing damage to the patient."